Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm via a merlin at home transmission. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicated that additional non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Programming changes were made.